Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded pmfsg are feasible and offer good early results.

Event description:
Article: leopardi, m. E. (2016). Home-made fenestrated endograft as urgent treatment of complex aortic aneurysms in high risk patients. Italian journal of vascular and endovascular surgery, 134-143. Purpose: to describe a technique to modify a standard aortic stent graft and report the preliminary results. Per the article, deaths occurred within the study period.